Event description:
Patient underwent a revision surgery due to a dislocated smith & nephew constrained liner and cup. To accommodate the new liner and cup the eleos femoral head was removed during the revision surgery.

Manufacturer narrative:
The device history record and sterilization batch release record were reviewed and indicated that the component involved met specification. The component was unable to be obtained for further analysis. Should additional information be obtained the report will be supplemented.

Manufacturer narrative:
The device history record and sterilization batch release record were reviewed and indicated that the component involved met specification. The component was unable to be obtained for further analysis. Should additional information be obtained the report will be supplemented.

Event description:
Patient underwent a revision surgery due to a dislocated femoral head.